Event description:
Rn reports while connecting a transfer set to the pt's existing titanium adapter she noted a leak at the connection. There was no pt injury or medical intervention required per rn. She applied a different set with no further problems.